Manufacturer narrative:
Concomitant continued: dtba1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the patient experienced two high atrial impedance alerts on their right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.